Event description:
It was reported that during an implant procedure, the atrial lead exhibited high threshold at multiple atrial locations. The atrial lead was not used. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Final analysis on electrical testing showed no indication of conductor fractures or internal shorts. No anomalies found through visual and x-ray examination.